Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheat alarm. Patient's heart rate is 120-130bpm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an overheat alarm. Patient's heart rate is 120-130bpm. There was no reports of injury.

Manufacturer narrative:
Additional contact information: (B)(6). It was reported that during clinical use the cardiosave intra-aortic balloon pump (iabp) had an issue of system overheat alarm. There was patient involvement, and no adverse event was reported. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. It was reported that during clinical use the cardiosave intra-aortic balloon pump (iabp) had a issue of system overheat alarm. There was patient involvement, and no adverse event was reported. Apd - arterial pressure delay - this shall represent the physiological pressure time delay from the pressure monitoring site with respect to balloon inflation. Apparently the patient was very serious, as we have a variation in diastolic increase below the alarm, which can generate more stress on the compressor. Getinge field service engineer (fse) confirmed the system is in perfect working order as it passed all tests. The compressor is at acceptable operating levels, so fse recommend changing the temperature sensor as a precaution.